Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was particulate matter in an 250ml intravia empty container. The reporter described the particulate matter as ¿strands¿ floating inside the bag. The bag had been compounded with pediatric total parenteral nutrition (tpn) with amino acids and dextrose 20% solution. This issue was identified upon final check of the bag before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Visual inspection revealed colorless-white elongated particles and a brown sediment. The additive port septum and membrane were inspected and found to have been pierced a singled time. Microscopic examination of the membrane revealed the presence of several clear-white elongated particles and a brown sediment. All the colorless-white particles were elongated and ribbon-like with a twist along the length and a tapered end, with sizes ranging from approximately 0.1mm to 5mm. Fourier transform infrared spectroscopy revealed that the colorless-white particles were consistent with an acrylic polymer, and the brown sediment was suggestive of calcium oxalate. These materials are not used during the manufacture of this product. The reported condition was verified. The cause of the condition was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.